Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated she was taken to the emergency room for low blood glucose levels. The customer also stated that the insulin pump had been exposed to an xray prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the required test.